Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a subpec biceps tenodesis surgery, after the insertion site was cleared to implant a 2.8 mm q-fix anchor, when the mechanism was twisted to deploy and the drill guide and inserter were removed, the black and white cobraid did not appear to be attached to the anchor and came out. The sutures broke off the anchor. They were removed from the anchor, and the anchor body was left in the drill tunnel. Surgery was completed with a back-up device in the originally drilled bone hole. There was a surgical delay of less than 5 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found a label that confirms the device identification information. Pictures of the device reveal the shaft and the handle with no visible issues. There is only one suture coming out from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force. Based on this investigation, the need for corrective action is not indicated.